Event description:
Facility called to report an incident in a helicopter involving this ventilator and the death of the pt. The medic in the chopper stated that on a flight the ventiator malfunctioned on the pt. They state that the l/min - flow knob (5-100) and the pressure relief (cm) vibrated and moved from the original settings. This is inconsistent with the actual function of the ventilator and co asked for specific details such as the exact "knob", what it was originally set at and what it moved to. The facility stated that all was written in a report that they would send in with the ventilator. They stated that the ventilator went "inop" and alarmed. The cover is also missing as it was broken after the incident at medical center when it arrived.